Event description:
Per customer complaint form: inbound. Patient reported remodulin cassette had cadd legacy pump alarm, "no disposable." It was reported that they took out batteries and pump restarted with same cassette. No lot number was reported. The patient is also on tyvaso. No further details provided.